Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported form this lot. All available information was investigated, the reported the single leaflet device attachment (slda) was due to challenging patient anatomy. Additionally, reported dyspnea and mitral regurgitation (mr) are due to reported slda. The reported patient effects of dyspnea and recurrent mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. Lastly, hospitalization was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip referenced is filed under a separate medwatch report number 2024168-2021-05812-00.

Event description:
This is being filed to report that the clip detached from one leaflet and increased mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) (cds0702-ntw, 10204u172) was advanced to the mitral valve and the clip was placed in the medial position and leaflet insertion assessment was performed and was satisfactory; therefore, the physician decided to deploy the clip. A second cds (cds0702-ntw, 10204u361) was advanced to further reduce mr. At the moment, the cds was advanced, the first clip was noted to have strange movement. Echocardiogram showed the first clip had a single leaflet device attachment (slda). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. In order to stabilize the slda, the physician decided to implant the second clip lateral to the first clip. Two clips implanted, reducing mr to 2+. Additional information received reporting that on (B)(6) 2021, the patient was re-hospitalized for dyspnea and recurrent mr grade of 4+. A transthoracic echocardiography (tte) was performed which showed that the clip (cds0702-ntw, 10204u172) with the slda had completely detached from the posterior leaflet and embolized in the femoral artery and the second clip (cds0702-ntw, 10204u361) had detached from the anterior leaflet. The patient was referred for vascular surgery to remove the embolized clip and cardiac surgery. No additional information was provided.